Manufacturer narrative:
Reported event: an offset reamer handle felt worn during use which made it difficult to spin. The surgeon elected to use the straight reamer handle instead of the offset to successfully complete the case. There was a 10 minute delay. Device evaluation and results: inspection could not be completed as the instrument was not available for investigation. Device history review: as the lot number was not provided and the part was not available for investigation, no DHR review could be completed. Complaint history review: as the lot number was not available for the item in this complaint. A complaint history review of the failure with respect to the part¿s specific lot could not be completed to determine if there is a lot based correlation. Conclusions: as the product was not returned for evaluation, no root cause analysis could be completed. The case was able to be completed successfully. Without the failed part, no further evaluation can be completed. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device was not returned for evaluation.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the offset cup reamer handle was worn out to the point that it wouldn't rotate easily. There was a delay of approximately 10 minutes. The surgeon used the straight reamer to complete the case. This did not negatively impact the case and the outcome was successful.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the offset cup reamer handle was worn out to the point that it wouldn't rotate easily. There was a delay of approximately 10 minutes. The surgeon used the straight reamer to complete the case. This did not negatively impact the case and the outcome was successful.